Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The package insert states "loss of fixation or bending, fracture, loosening or migration of the implant or instruments" are possible adverse effects. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, see also 3004485144-2015-00039 and 3004485144-2015-00040. Evaluation : conclusions no evaluation will be performed.

Event description:
The sales associate reported a revision due to breakage of the rods and screws. It is reported the patient has had four prior surgeries dating back to at least 2012. The patient had implants from at least three vendors that were attached together.